Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. A review of the complaint history identified no other incidents from this lot. Additionally, thirty-one sterile devices were returned. Eight were visually inspected per the test memo instructions. There was no damage noted to the guide wires. The core was noted to be intact at the tip and solder joints on all of the eight guide wires. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
Subsequent to the previously filed medwatch, the following additional information was received: the versaturn tip became separated during removal from the packaging. No resistance was noted during removal from packaging. The device was not used and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4).the device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. A balance middleweight (bmw) guide wire was advanced; however, the tip coils became unraveled at the floppy part (before the j) during normal use during the procedure. A second bmw guide wire was opened; however, the guide wire tip became separated during removal from the packaging. A third balance middleweight (bmw) guide wire was used to successfully complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. Return device analysis of the second bmw guide wire used during the procedure revealed the guide wire tip was separated. Follow-up with the site noted the guide wire tip became separated during removal from the packaging. No resistance was noted during removal from packaging.